Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ventral hernia repair procedure, the patient experiencing a burning sensation in the area of the hernia when eating. There was no patient injury.